Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 1 year and 10 months after the primary, the surgeon revised the insert and patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 january 2022: lot 1906086: (B)(4) items manufactured and released on 09-ago-2019. Expiration date: 2024-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.0035rp patella resurfacing site 3 (k090988) lot. 1908306. Batch review performed on 27 january 2022: lot 1908306: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.